Event description:
It was reported that the user filled the infusion tubing with insulin while still connected to the body, resulting in an unintended 10-unit insulin bolus and subsequent hypoglycemia; troubleshooting and education were provided on proper disconnection before tubing fill. Symptoms included low blood glucose with meter/cgm readings as low as ¿low,¿ rising to 47 mg/dl and then 53 mg/dl, without reported dizziness, loss of consciousness, or other acute symptoms. Outcomes included self-treatment with oral carbohydrates and glucose tablets, low and urgent low alerts from the device, no medical intervention, and no assistance required beyond notification of a family member. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed user error related to infusion set handling during tubing fill. It was concluded that the event resulted in hypoglycemia due to user technique, and the user was counseled on correct procedure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.